Event description:
It is reported a several month history of reddened itchy area under all of the tape border and extending outside of the border at the top. After the third day of wear time, the wafer is changed due to itching and burning.

Manufacturer narrative:
The end-user reported cleansing with (B)(6) soap, using nystatin powder, allkare protective wipes, and adhesive remover wipes. The nystatin powder was dated (B)(6) 2013. She states there is no urine leakage under wafer at this time. The end user goes to the pool three (3) days per week for water aerobics and tapes the wafer. It was reported that her husband has been applying the device and cutting the wafer instead of molding it. Instructions for correct application of the device were sent and skin care was reviewed. The end user was advised to discontinue nystatin powder and begin crusting with stomahesive powder. She was sent samples of an acrylic collar to try and samples of sensicare wipes will be sent, if needed. She was instructed to seek physician evaluation if the issue did not clear up within 2 weeks. Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of the event is unk, so the date used was the date convatec became aware. (B)(4).

Manufacturer narrative:
The product associated with batch 3k00467 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Corrected data: conclusions code previously reported in error and conclusions code was previously omitted in error on MFR#: 1049092-2014-00455, initial reported to the FDA on september 04, 2014. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).